Event description:
The customer received a questionable glucose result for one patient sample. The initial result from a plasma sample was 270 mg/dl and was reported outside the laboratory and questioned by the physician. A serum sample drawn from the patient at the same time as the plasma sample was tested and the result was 108 mg/dl. The original plasma sample was then repeated and the result was 108 mg/dl. The repeat result was believed to be correct. The patient was not treated based on the discrepant result. The glucose reagent lot number and expiration date were requested but not provided. The customer refused a service visit.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information provided by the customer. A reagent related issue could be excluded as the repeat testing with the plasma sample confirmed the repeat result from the serum sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.